Event description:
It was reported the 5 days post implant of a bifurcated device and two infrarenal aortic extensions, the patient presented emergently to the hospital emergency room and was symptomatic with left buttock claudication. The hospital performed a computed tomography scan which indicated the bifurcated device was thrombosed. The physician elected to explant the devices. Patient is currently in surgery.

Manufacturer narrative:
Suboptimal medical documentation and imaging studies were available for this review. Product use was incongruent with the IFU due to: absence of an abdominal aortic aneurysm; bilateral iliac artery aneurysms greater than 2.3 cm (right - 3.5; left- 2.6 cm); infrarenal stents within iliac arteries; and, a greater than 90 0 lcia angulation (95 0). Cautionary product use conditions that might have contributed to this event included the cuff and main body diameters were the same size; and the moderate/severe calcifications and tortuosity of the common iliac arteries. One of the still images supported evidence of the reported improper stent placement at implant, for which an additional left infrarenal stent was placed to "raise" the bifurcation (user error/failure to follow the IFU). There might also have been evidence of superior stent migration of the iliac (infrarenal) stents, whereby the left (afx) stent appeared to overlap over the right iliac (vela). This finding might have been the nidus for the eventual occlusion, but without the implant angiogram, this finding could not be ruled as definitive. Five days post implant, there was evidence to support: main body and bilateral limb extension occlusions; left leg thrombus (complication) and embolectomy; and, an explant and surgical aorto-bi-femoral bypass. The patient was discharged home on the tenth post-operative day. Their recovery was complicated by the development of atrial fibrillation, and they were placed on a new oral anticoagulant and antiplatelet therapy. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause that might have contributed to this event been determined due to patient anatomy (absence of an abdominal aortic aneurysm; bilateral iliac artery aneurysms greater than 2.3 cm). Other contributing factors included cautionary product use conditions that included the cuff and main body diameters were the same size; the moderate/severe calcifications and tortuosity of the common iliac arteries; and, evidence of the reported improper stent placement at implant, for which an additional left infrarenal stent was placed to "raise" the bifurcation (user error/failure to follow the IFU).

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.